Manufacturer narrative:
Date sent to the FDA: 3/3/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui, pelvic prolapse, cystocele and menorrhagia. It was reported that following insertion the patient experienced sui. It was also reported that the patient underwent a partial excision of mesh on (B)(6) 2007. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and monarc were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/11/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted, concurrently with a tah with bso, and halban¿s culdoplasty. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2007, by implanting surgeon due to erosion of vaginal mesh. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.